Manufacturer narrative:
The patient was omitted to the hospital for pain post the scp surgery and two emergency room visits. After staying overnight, the patient was released the next morning with oral medications and feeling better. If any additional information regarding the event becomes available, a followup report will be submitted.

Event description:
The clinical site reported the subject had postoperative pain in their study knee.

Manufacturer narrative:
At the time of her release, the patient was comfortable taking the oral medical and having been off pca for greater than 12 hours. It was noted upon the patient's release that the incision was healing without erythema or drainage and no focal pain to palpation.

Event description:
Postoperative pain.